Event description:
Two deltaplush cerecyte microcoils were not able to detach and the 2 mm x 3 cm coil was returned damaged. The other coils which were used during the procedure were detached without any problems. The physician recognized that the ¿false¿ light flashed when he tested the coils prior the implantation.

Manufacturer narrative:
(B)(6). This is 1 of 2 mdrs being submitted for the patient identifier (B)(6). Complaint conclusion: the device was returned for analysis. Upon receipt, it was found that the coil was not returned with the dpu. The returned unit exhibits signs of heat and melting; the detachment fiver received heat and melted. The coil was not returned. The device positioning unit (dpu) passed electrical testing including the dcb¿s fault light test. The detachment fiber received heat and melted. Therefore; the root cause of the detachment control box¿s (dcb) fault light illuminating cannot be determined. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.